Manufacturer narrative:
During follow up for MFR #0001032347-2017-00587 on (B)(6)2017, it was reported two additional events occurred: this event and the event reported on MFR #0001032347-2017-00643. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a wisdom tooth extraction procedure the tip of the elevator fractured. The date of the procedure is unknown. The fractured piece was picked up out of the patient's mouth. There was a delay of less than five minutes. It is reported the elevator was newer and had only been used in a few procedures.